Manufacturer narrative:
Investigation is not complete. Additional info has been requested. The device code is addressed in the package insert. Although, several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is complete. This event was an off label use.

Event description:
Allegedly revised, due to femoral loosening / osteonecrosis.